Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Strykeractive facebook complaint. Patient had a total knee replacement and a partial (1/2) replacement done at the same time. Ten years later the patient had to have replacement of the partial (1/2) knee with full replacement.